Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room. It was noted that the pacemaker exhibited a backup vvi mode. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the pacemaker emitted an audible alarm.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented to the emergency room. It was noted that the pacemaker exhibited a backup vvi mode. Programming changes were made. The patient was in stable condition.' H6 - medical device problem code 3273 - noise, audible should have been blank.

Event description:
It was reported that the patient presented to the emergency room. It was noted that the pacemaker exhibited a backup vvi mode. Programming changes were made. The patient was in stable condition.